Event description:
Laerdal medical received a report from a user (ambulance service that a pt (details unk) could not be monitored by a hs3000 defibrillator using a laerdal 920602 pt cable. No signals were obtained and the pt cable was taken out of service. The pt was not at risk because the defective cable was discovered during monitoring.